Manufacturer narrative:
Evaluation summary: the hawkone and spiderfx were received for evaluation. The thumbswitch assembly of the hawkone catheter was attached to a hawkone cutter driver unit. The hawkone catheter was cut just distal of the thumbswitch assembly distal tip. Along with the hawkone and spiderfx was a teramo sheath that was cut into two sections. The distal assembly was returned and was separated distal of the cutter window. The initial report is unclear when the distal assembly was separated from the hawkone catheter. The hawkone distal flush tool was not returned with the devices. The teramo sheath is approximately 48cm in length and is separated into two segments. The proximal segment of the sheath is approximately 33cm in length and contains segments of the spiderfx capture wire and hawkone catheter. The distal segment is approximately 15cm in length and does not contain any procedural equipment. The spiderfx capture wire exhibits a sharp bend approximately 133cm from it is proximal end. The spiderfx enters the teramo sheath at approximately 249cm along the spiderfx capture wire. The distal end of the proximal segment of the teramo sheath is located approximately 281 from the proxi mal end of the spiderfx capture wire. The proximal segment of the teramo sheath was advanced proximally over the spiderfx capture wire and hawkone catheter. The spiderfx capture was found wound around the hawkone catheter. The hawkone catheter is covered with sanguine residue. The separation face of the hawkone catheter and the distal segment of the distal assemble match up. The proximal segment of the hawkone cutter assembly was examined. The cutter assembly exhibits torsional damage from the spiderfx capture wire being wound around it. The guidewire lumen is torn. The torn guidewire lumen and spiderfx being wound around the hawkone cutter assembly indicates guidewire prolapse. The spiderfx capture wire exhibits coils and its separation face appears to be from a cut. Approximately 40cm of the spiderfx device were not returned including the spiderfx filter and floppy distal tip. Per the initial report pedal access was obtained and the spider basket was snared. The spider, hawkone and sheath were removed together and cut. Enough wire of the spider was left to advance another sheath and pull the spider basket out. With the exception of the distal flushing tool all components of the hawkone catheter are accounted for. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hawkone device completed 10 passes and was cleaned without issue. The device was then reinserted and 6 additional passes were completed. The spiderfx wire coiled around the tip which was visible under fluoroscopy. The hawkone device became stuck in the 7f sheath tip and it was observed the spiderfx was wrapped around the sheath. Pedal access was obtained and the spiderfx basket was snared to straighten the spiderfx. The spiderfx, hawkone, and sheath were cut in order to remove all together. Enough wire of the spiderfx was left to advance another sheath, and pull the spider out. The tip of the hawkone separated from the device in the sheath. The devices were removed by removing the femoral arterial sheath, and holding pressure to maintain hemostasis. The procedure was aborted on the right side. Instead the physician accessed and fixed the left sfa via balloon angioplasty. The patient was discharged the next day. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.